Manufacturer narrative:
Analysis did not confirm the premature battery depletion. Based on device settings, a longevity calculation was performed and found to be within expected limits. The device was tested on the bench and no anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up in clinic, premature eri was observed. During device check nine months back, battery longevity was two years. St jude medical technical services suggested that the programmer displayed longevity can be greater than expected at the plateau phase. Device was explanted and replaced. Patient was fine.